Event description:
The following information was reported to gore: on (B)(6), 2023, this patient underwent an emergency endovascular treatment for a ruptured right common iliac artery aneurysm using gore® excluder® aaa endoprosthesis. The device was placed from the abdominal aorta to the right common iliac artery with upside down. The left common iliac artery was coil embolized for aui, and a femoral-femoral bypass surgery was performed. The procedure was completed without endoleak. On an unknown date, august 2023, a distal type I endoleak was observed during follow-up CT. On december 8, 2023, after coil embolizing the right internal iliac artery, an additional stent graft was placed towards the right external iliac artery as a treatment. The patient tolerated the procedure. According to the physician, embolization of the right internal iliac artery and additional placement of a stent graft in the right external iliac artery were within expectation. There was no aneurysm enlargement reported. No characteristic anatomy was reported in the iliac area.

Manufacturer narrative:
H6: code c21 - results pending completion of product history review. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include endoleaks. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. Corrected h6: from: h6: code c21 - results pending completion of product history review. To: h6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore.